Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device displayed vertical lines on the screen that obscured the lower portion of the display, leading the user to revert to multiple daily injections while a replacement was arranged. Symptoms included no adverse clinical effects and no changes in blood glucose as reported by the user. Outcomes included continued diabetes management using cgm with the dexcom app or receiver and return of the original device using a provided shipping label. Investigation included verification of shipping and billing details, guidance to shut down the device to prevent further alerts, instruction to sync data to the mobile app prior to return, and notification that data would not transfer to the replacement requiring a new startup. Investigation of this case revealed a suspected display hardware malfunction affecting screen visibility, consistent with a device component issue limited to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was a device display hardware failure.